Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a haptic was noted to be fractured as it was injected. The lens was implanted without the haptic and remains implanted until it can be exchanged. The surgeon stated that the pt was "clinically okay, but he cannot see because the iol hasn't been accommodated". The surgeon clarified that the pt is not blind, but cannot see, due to the incorrect position of the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. Additional information was received that the product code provided for the "type of cartridge" used is the lot code for a handpiece. It is unknown if the account meant a cartridge or the handpiece. It is unknown if an approved cartridge was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).